Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed the dexcom cgm graph immediately upon unlock and the back navigation was unresponsive, preventing access to the home screen; a firmware update was performed without resolving the issue, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and reliance on an alternative insulin therapy during the interim. Investigation included remote troubleshooting and verification of software currency and inspection of the returned device. Investigation of this device revealed a persistent user interface malfunction consistent with a display or navigation control failure that did not respond to a software update. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown mechanism not attributable to user error.